Manufacturer narrative:
Per the user guide: the system is indicated for use withu-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer had not changed out the pump supplies and reportedly changed them later in the day. Customer declined tandem technical support's (cts) offer to perform a pump system check. Blood glucose was 350 mg/dl. Boluses and insulin injections were used to address bg. Customer was using fiasp insulin in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump.